Event description:
A user facility reported to olympus that during an endoscopic procedure, the evis exera iii video system center does not display an image. The device does not perform any front panel function due to blockage. The intended procedure was not completed, and the device was not used to complete the procedure. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The device was removed for evaluation by the technical service. Upon testing, it was found that the equipment does not turn on in normal mode. The device passed image disabling functions including front panel and keyboard. The evaluation was performed according to the service manual, and it is found that the cp board was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that the no image could be due to the malfunction part of the cp board (control board). Olympus will continue to monitor field performance of this device.